Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 1000 mcg/ml at 150 mcg/day via an implanted pump for non-malignant pain and chronic low back pain. It was reported the event/difficulty occurred in (B)(6) 2019 (specific date not reported). It was reported the original pump placement was on the side of the patient¿s abdomen. It had been flipping since (B)(6) and it was not only uncomfortable but challenging to refill. It was noted the patient did have quite a bit of adipose tissue in regard to patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed and actions/interventions taken to resolve the issue included a pocket revision due to flipping and discomfort. The doctor moved the pump to the upper buttock. The issue was resolved at the time of the report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight was (B)(6) and medical history included low back pain. No further complications were reported/anticipated or expected.